Event description:
Healthcare professional reported a right side "capsular contracture baker grade IV" and "deflation." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, deflation.

Event description:
Healthcare professional reported a right side "capsular contracture baker grade IV" and "deflation." Healthcare professional later reported "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crease smooth on anterior assessed as fold flaw opening. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ other-technical: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ brown particles inside of the device. ¿ wear abrasion observed.